Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for p arkinson's dual and movement disorders. It was reported that the patient's lead had a short of 88 ohms on contact 0<(>&<)>1. This cause an end of service (eos) message on the ins. The ins was recovered to 2.84 v, however the device was still at eos. The ins was replaced and they programmed around the short. The patient was getting good therapy. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep reported that the cause of the lead short was not determined. No further patient complications were reported/ anticipated as a result of this event.